Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, the customer had an alternate pump for insulin therapy. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Reportedly, the customer resumed basal delivery on the pump to address bg level.